Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion ,prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Motor passed motor test. The displacement test functioning properly. Pump passed the self-test. The backlight functioning properly. The test blood glucose meter communicates properly to the pump noted. No unexpected rainbow colors on the display during testing. No loose lcd screen noted. Pump received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had backlight anomaly. Customer's blood glucose was 210 mg/dl. The customer insulin pump is not currently in low battery status. The customer was instructed to press backlight prior to pressing other buttons. Customer stated backlight did work. The customer was provider with information on backlight use. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 210 mg/dl. The customer stated the screen turns colors when pressed on and intermittently, led screen. The customer doesn't know how the damage occurred. The customer was advised that the screen may be loose. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.